Event description:
It was reported an issue with novosyn chd suture in a post market clinical follow-up study. It was reported a surgical site infection. In this case, the adverse event occurred in a patient of (B)(6) years old, male and 170 cm (patient no. (B)(6)). This patient underwent phlegmonous appendicitis surgery on (B)(6) 2021. The novosyn chd suture was used to skin closure (trocar closure). On (B)(6) 2021, a surgical site infection (ssi) occurred and only the skin suture was removed the same day, there was no specific surgery performed due to the ssi. The trocar incision was not reopened. It was considered a non-serious complication and it was resolved without sequelae. The possible causal relationship with the suture material used reported is that the suture is reabsorbed after a long time. Intensity of the event: mild; patient was aware of signs and symptoms but tolerated them easily. According to the information received, this is an expected common event in clinical routine for the performed surgery.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed 432 units in the market. There are no units in bbraun surgical (bbs) stock. We have received 10 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Sterility test has been performed to the 10 units. 6 replicates were introduced into bottles with tryptic soy broth (tsb) medium and 4 replicates into bottles with fluid thyoglicollate medium (ftm), in sterile conditions. The bottles were incubated for 14 days at 20ºc - 25ºc and at 30ºc - 35ºc, respectively, to verify their sterility. All tested replicates fulfil the sterility test after 14 days of incubation in tsb and ftm mediums, as all bottles remained absent of turbidity. The analyzed samples fulfil the specifications for the sterility test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. As stated in the precautions of the instructions for use of the product, consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® chd may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. On the other hand, in the instructions for use of the product is also stated that the following side effects may be associated with the use of this product: transient local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, hardening of tissues (subcuticular tissues). In rare cases, allergic reaction, contact dermatitis or anaphylactic shock have been reported with chlorhexidine contact. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.